Event description:
The following has been reported: pump will not power on even after charging. Multiple brackets tried with same result. A preliminary review of the logs identified the following issue: electrical hardware failure (power train) the device was returned for an alleged inability to turn on. Upon closer inspection it was discovered the pump was on but the screen remained off. The touch input was still functional as you could hear button press noises even with the screen dark. The pump was opened to inspect for internal damage when the screen spontaneously regained output. The rear cover o-ring was found to be pinched at this time. The lvds cable is responsible for screen output and the lvds connection to the lcd is poor. A new lvds will be installed and testing performed. Reporting as a conservative measure. No adverse effects were reported.